Manufacturer narrative:
Correction information has been provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Available information which was received upon follow up states that the iol was exchanged for the same lens model but one and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason as nearsightedness and clinical reason for explant being post lasik refractive surprise. The iol was explanted and exchanged for a same model but different diopter company lens. Additional information has been requested an received stating that persistent 2.0d over minus 15 days after cataract extraction. Symptoms resolved. At the time of receipt of additional information, patient was happy with uncorrected distance vision.